Event description:
It was reported that at a follow up appointment during device data review, two instances of high, out of range pacing impedance (>2000 ohms) measurements resulting in device beeping were noted. Boston scientific technical services were contacted and recommended turning off the beeping alerts for high impedance, but the clinic was reluctant. It was discussed that it could be related to an issue between the device and the implanted competitor's leads. It recommended to potentially turn off minute ventilation (mv) sensor. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences reported.